Event description:
It was observed during the device evaluation, the probe was broken off at 14mm from the distal tip of the thunderbeat. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the exact cause of the event couldn¿t be exclusively identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.